Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced steadily rising blood glucose while using the ilet, later discovering the connector adaptor had not been secured and the pump piston had been pushing the cartridge out of the chamber; the agent guided a cartridge-only change, including rewind, cartridge replacement prior to connector attachment, tubing fill, and reconnection, and insulin delivery was resumed. Symptoms included hyperglycemia with a reported blood glucose of 310 mg/dl. Outcomes included successful regulation of blood glucose following troubleshooting and education, with no hospitalization. Investigation included user interview, review of the therapy steps performed during the call, and post-intervention follow-up to confirm resolution. Investigation of this case revealed an infusion and cartridge seating issue consistent with improper connection of the adaptor that led to interrupted insulin delivery, which resolved after correct cartridge installation and system setup. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to limited evidence, though user setup error remained a plausible contributor.